Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 207mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor. No prime alarm noted. Motor was tested outside the device and passed. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.